Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 8886083 was returned and analyzed. Visual inspection was performed. The loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 57.25 inches from the lemo connector. Visual inspection also showed the introducer/ loop straightener was removed from the returned mapping catheter and should not have been removed from the mapping catheter shaft as it cannot be re-inserted due to the curvature of the distal loop. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the tip/loop kink was not confirmed through analysis. The mapping catheter failed the returned product inspection due to a kink/twist on the catheter shaft and the introducer removed from the mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was removed, the tip was kinked and broken and could not be used. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.